Event description:
The implant did not seat properly (did not snap into place). The surgeon was successfully able to use a back up implant which seated well. There was no patient injury in this event.